Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device was received and evaluated. Visual observations revealed that the hook on the upper jaw of the passer has been significantly deformed. This is stopping the jaws from opening and closing as designed. This complaint can be confirmed. This type of failure can be attributed to user mishandling of the device. Also, this device is over to 2 years old and has seen heavy use. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-53334. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that there were 2 broken expressew iii handles that came back from a saw bones lab on (B)(6) 2014. They are both broken. The tip of the device is broken. No patient consequences, devices used on saw bones.